Event description:
The customer reported high blood glucose readings while wearing a pod. She stated that when she removed the pod, the cannula was bent and slightly torn. In a follow-up call, she said that when the pod was activated at 11:00 pm on (B)(6), her blood glucose result was 130 mg/dl. She stated that she uses a dexcom continuous glucose monitor. She provided the following blood glucose history for (B)(6): time: 2:13 am, blood glucose result: 357 mg/dl, bolus: 2.4 u. Time: 2:38 am, blood glucose result: 398 mg/dl, bolus: 1.65 u. At 4:24 am, her result was "high", and she deactivated the pod. She activated a new pod at 4:30 am. At 4:37 am, her blood glucose result was "high", and she gave herself a 6.05 u bolus. At 7:03 am, her result was 333 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent, torn cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but did not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours ( a total of 4 hours), replace the pod."